Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a new insulin pump two days prior to the call but her blood glucose continues to rise. Her blood glucose at the time of incident was 369 mg/dl and was 401 mg/dl at the time of call. The customer experienced thirst as a symptom of her hyperglycemia. Troubleshooting was initiated for the high blood glucose and to inspect the pump for damage and functionality. The customer was assisted through and successfully completed the prime process. The customer declined to check her settings, and decided to treat her blood glucose with a syringe and to call back if her blood glucose continues to rise. No products were shipped or returned.